Event description:
It was reported that 10 days following the implant of an artificial urinary sphincter, the patient developed an area of erosion in the right hemi scrotum near the pump as well as local hyperemia, without the presence of purulent secretion and without pump exposure. The pump migrated in the perineum and could not be accessed. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that 10 days following the implant of an artificial urinary sphincter, the patient developed an area of erosion in the right hemi scrotum near the pump as well as local hyperemia, without the presence of purulent secretion and without pump exposure. The pump migrated in the perineum and could not be accessed. There were no additional patient complications.